Event description:
Initial result for a pt ckmb was 1.97 ng/ml. When repeated, the result was 1.97 ng/ml. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.